Event description:
"Per dealer the seat on the rollator broke in half. Shipped new seat to him under warranty #(B)(4)."

Manufacturer narrative:
(B)(4) cdrh's emdr system encountered a processing issue that prevented the successful transmission of invacare's electronic submissions. Therefore, the reporting firm was in compliance with cfr 803.